Event description:
It was reported to boston scientific corporation on march 09, 2022 that a hot axios stent was implanted transgastric to the pancreas treat a pancreatic pseudocyst during a pancreatic pseudocyst drainage procedure performed on (B)(6) 2022. During follow-up, a day post stent placement, bleeding was noted from the drainage tube. An emergency endoscopy procedure was performed; however, the origin of the bleeding was not known. A hemostasis device was used to address the bleeding; however, the bleeding did not stop. A surgery was performed to remove the hemostasis device and the axios stent. On (B)(6), another surgery was performed to remove part of the stomach and part of the spleen because the bleeding had not stopped. The patient's condition was reported to be fine and stable after the surgery. In the physician's assessment, there was a relationship between the bleeding and the axios stent. The physician believed the edge of the axios stent may have caused the bleeding.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.